Event description:
Scissor tip on monopolar scissors for the da vinci robot did not prevent thermal spread to adjacent tissue. During case dr. Noted a small liver burn where the scissors were touching the liver while he was dissecting the adrenal gland off the right kidney. The instrument scissor tip cover was changed and no more thermal spread was noted. It was a small burn, dr. Looked at it and noted no bleeding. It was called in to intuitive surgical and a report was filed. The product and original wrapper were sent to intuitive to be looked at.